Event description:
(B)(4) atopic dermatitis on right and left hands; not contact dermatitis and non responsive to topical treatments. Immediately after surgery and ten days post-removal of essure device atopic dermatitis on hands is completely resolved. Essure removal done under general anesthesia (B)(6) 2017. I was implanted with a medical device implant called essure in 2002. This medical device implant is now manufactured by bayer, formally by conceptus inc. I consider the pain endured during the procedure (not general anesthesia) and subsequent hysterosalpingogram tests to ensure correct placement to be medical battery. There is no sufficient protocol to control pain during procedures, short of general anesthesia. I also was diagnosed with celiac disease, hashimoto's thyroiditis after placement, autoimmune conditions that were made worse by nickel allergy which was not tested for prior to essure placement.